Event description:
Revision surgery - the surgeon contributes this revision surgery on the patient being noncompliant after a bone graph. The patient did not allow the graph to heal correctly.

Manufacturer narrative:
The reason for this revision surgery was bone graph did not heal correctly. The length of in vivo service was 6.2 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) for dislocations,(B)(4) for infections, (B)(4) for trauma, (B)(4) for looseness and instability and others not associated with product issues. This is the first complaint against this lot number. This root cause of this event was reported as the result of the patient being non-compliant after a bone graft which prohibited the graft from healing properly and requiring this revision surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.